Event description:
The patient was revised because of soft tissue damage caused by a fall. The surgeon noticed the tibia had been cut in varus originally and recut in order to replace implant.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided information suggests patient trauma (fall) and soft tissue damage were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.